Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis and damaged cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 1200 mg/dl. Upon removing the pod from the infusion site it was noted that the cannula was damaged (bunched up). At the hospital the patient was treated with an intravenous fluid and an insulin drip in the intensive care unit (ICU). The patient was released from the hospital after a couple of days.